Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was admitted for e. Faecium bacteremia. The patient was treated with antibiotics and following developed a fever and gram negative bacterium. The implantable cardioverter defibrillator (ICD) system was removed and a life vest was placed on the patient. The patient was referred for implant of a subcutaneous ICD for an unknown date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.